Event description:
Hcp reported patient complained of having slurred speech and sleepiness in 2003. The patient presented to the emergency room a couple days following the complaint. The hcp offered to decrease the daily dose or turn the pump off. The patient refused; the physician noted the patient had no somnolence at their assessment. There were no indications of a pump problem. Hcp reported the patient was taking oral pain medication. The patient was admitted at this time for a cardiac workup. They were given troponin and had cardiac angiography performed; the results were negative. The pump medication was decreased; the patient refused to have the pump turned off. They were prescribed oral pain medication. The patient then became hard to arouse, had co2 retention, was acidotic,and suffered respiratory impairment. The patient was moved to the intensive care unit, was given narcan from "time to time," and given a c-pap treatment. The patient then had a narcotic overdose which hcp believes was caused from the patient taking too much of their oral pain medication. The pump was turned off and all oral pain medication was taken away from the patient. Later the patient was prescribed percocet. Hcp noted the patient had severe behavioral problems which were addressed by hospital security. The total stay was 7-10 days. The patient has since sought medical attention of another pain management physician/orthopod.